Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired and after the fourth firing, the device locked and would not open. The surgeon manually opened the device and tore the tissue. Another device was used to complete the procedure and repair the torn area of the tissue. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.